Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient had some leaking at the incision site and they had already informed the healthcare professional (hcp) office about it and was waiting a call back. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported that they had increased stimulation on (B)(6) and then they were going every 20 minutes and stimulation felt ¿annoying¿. The patient was advised to decrease stimulation to a comfortable level. Additional information from the patient on (B)(6) reported the frequency increased on (B)(6) when stimulation was increased and when decreased it went back to the original frequency. The patient changed from program 2 to program 3 to see if it helped. Additional information from the patient on (B)(6) reported with a higher amplitude they symptoms were worse. The patient noted they had met with the hcp on (B)(6) and they had changed to a new lead. There were no further complications that have been reported as a result of this event.